Event description:
Patient had documented allergies to "tape". In 2008, patient had thyroidectomy. Medipore soft surgical tape, sparadrap multi-extensible (hypoallergenic) applied to neck and chest to cover incision. Patient developed a possible reaction to the tape. Neck and upper chest area reddened with numerous pustular area. Patient seen by surgeon, and on tapering doses of prednisone. Dates of use: 2008. Diagnosis or reason for use: surgical dressing.